Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited variable shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed continuing to monitor as the variability was not indicative of a lead fracture rather, something physiologic. The lead remains in service. No adverse patient effects were reported.